Event description:
The customer report stated: when the concerning product was opened and started to be used on a pt, instantly a nurse found an air leakage from the cuff and removed it. The pre-test for the cuff was not performed prior to use. No pt harm. There was no other info regarding the pt or any required medical intervention.

Manufacturer narrative:
The sample associated to this report is currently in transit to the mfg site for analysis. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.